Event description:
It was reported that a patient using the ilet bionic pancreas sought guidance on potential overtreatment of a low blood glucose and whether to bolus or allow the pump to auto correct; the agent advised allowing the pump algorithm to manage correction. Symptoms included a low blood glucose with subsequent rise to 138 mg/dl after oral carbohydrate treatment. Outcomes included patient education and troubleshooting with no further intervention required. Investigation included a review of the event through troubleshooting and education. Investigation of this case revealed no device malfunction reported and that the device algorithm was operating as intended to adjust for glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence